Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.